Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Patient reported rupture diagnosed by ultrasound. The device remains implanted. This record relates to the right side.

Manufacturer narrative:
Clarification to d9: only device photos were received. Visual analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported right side rupture diagnosed by ultrasound. Device has been explanted and not replaced.

Event description:
Device has been explanted and not replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient reported right side rupture diagnosed by ultrasound. Device has been explanted and not replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken on posterior side assessed as unidentified (tear) opening and missing piece of shell assessed as inconclusive. Shell thickness within specification. Additional observations: no other observations observed. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: d9, h3, h6.